Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08750 inches. No motor error alarms noted. The motor was tested outside the device and passed. Device received with cracked case at reservoir tube lip, reservoir tube window corners, reservoir tube window and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018, with blood glucose of over 600 mg/dl. The customer was treated with insulin drip and manual injection. Customer's blood glucose value was 71 mg/dl at the time of the call. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a motor error alarm. The customer stated that the drive support cap was normal /protruded/loose/sticking out and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.